Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, g1(contact person), h4.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate and reported that was not able to identify any information in the screen due to the issue. The fse replaced the cable that goes from the video receiver to lcd. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) powered up with a bad display. The screen was white, it had black vertical lines, and there was no discernable information on it. There was no patient involvement, and no adverse event reported.